Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned femoral inserter/extractor identified signs of repeated use (impact marks) and the tip shows slight wear. Dimensional analysis identified the instrument is within specifications both when in open and closed positions. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the instrument would not assemble with mating instrument. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.